Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had prolapsed. Both leads dislodged, migrated and were pushing against the incision. The leads were repositioned and a new pocket was created. This event is part of the left atrial pressure monitoring to optimize heart failure therapy (laptop-hf) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant product: 5076-45 lead, implanted: (B)(6) 2011; 1458q lead, implant date: unknown. (B)(4).